Event description:
The pump was sent in for service where a failure code 812:02 was found in the event history. Info was requested by baxter's quality management regarding the date this report occurred, the medicaton involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, medical intervention and pt injury, but no add'l info was available. It is unknown if the device was is use on a pt when the failure occurred. Add'l contact info was requested but no add'l contact was identified.